Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 557 mg/dl. Elevated bg was addressed via manual insulin injection. Customer reset the pump and successfully resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.